Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: item name# g7 neutral e1 liner 32mm d; item number# 010000848; lot# 6334937. Item name# delta cer fem hd 32/-3mm t1; item number# 650-1163; lot# 2019091998. Item name# taperloc complete pps, reduced distal 10 140; item number# 51103100; lot# 6543127. G2: foreign - event occurred in netherlands. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k101336. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to aseptic loosening of the cup, approximately 5 years, 7 months, and 25 days post-implantation. Attempts have been made, and no further information has been provided.